Event description:
It was reported that the (1) 35lda was used during a lapaorscopic cholecystectomy procedure. It was reported that the surgeon inserted the primary port. Under direct visualization, the surgeon attempted to insert 5mm reposable dilating tip trocar. The blade would not expose to cut through fascia. The surgeon inserted competitive reusable to finish the case. There was no pt consequence.